Event description:
It was reported that pump touchscreen was cracked and shattered, making display illegible and touchscreen unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.